Event description:
It was reported that the output connectors are broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the ventricular output connector was broken. It was also noted that the upper and lower cases and battery release were contaminated, the ring and side bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed, the ring bail was bent and the serial number label was torn.